Event description:
Patient has resorption of bone medially on a right knee. She (has) some medial pain.

Manufacturer narrative:
(B)(6). An event regarding an patient with bone resorption and pain involving an unknown tritanium baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient has resorption of bone medially on a right knee. She (has) some medial pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tritanium tibial component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
A review of the provided x-rays by a clinical consultant indicated: "based on current findings it is not possible to establish a firm root cause of failure for this case with a tritanium baseplate fixation problem although there is no evidence for a device-related problem. The reported obesity is the only relevant adverse factor present in this case but as discussed this would not have been enough to cause component failure as just a single patient-related factor." The event was confirmed. The exact root cause could not be determined because insufficient medical information was provided. Operative reports, progress notes, and clinical history are needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient has resorption of bone medially on a right knee. She (has) some medial pain.